Manufacturer narrative:
The pump was not returned to animas for investigation. If the pump is returned, an investigation will be conducted and a supplemental report will be filed. Pump settings and delivery history were reviewed with the pt and confirmed to be correct. No conclusions can be made at this time.

Event description:
It was reported that the pt was treated by the emergency room for elevated blood glucose levels.